Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant is unknown. It was reported that the patient ruptured and the patient was treated at another facility. The review of returned cta¿s post-implant revealed that the bifurcate had fallen into the sac. Since the films were non-contrast no assessment of any possible endoleak or lumen patency could be performed. The proximal neck diameter just below the renals measured 30mm, and contained calcification. The neck was angulated 65deg l-r and 55deg a-p. The max diameter aaa was 8.5cm. The take-off of the ipsi limb was angulated 90 deg at the flow divider; the distal ipsi limb was positioned within the right common iliac artery. The contra limb was placed into the left common iliac artery. No other stent graft issues were seen. The cause of the migration is unknown. Earlier post-implant films and images after the intervention were not returned. It is possible that disease progression (neck dilatation) and the angulated neck may have contributed. No additional clinical sequelae were reported and the patient will continue to be monitored.